Event description:
The doctor reported to sales manager that an implanted biosteon interference screw was broken, very close to the tip of the screw, at 7 months after the implantation. The respective screw was explanted and sent by doctor to a third party ((B)(4)) for microscopic analyze. It was further reported that screw is going to be returned for manufacturer's investigation as soon as it will be sent back to doctor and therefore it might become available for returning.